Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle occurred. It was indicated that the patient used an expired sensor, which is off-label usage of the device. The sensor was inserted into the abdomen on (B)(6) 2022. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken needle occurred. It was indicated that the patient used an expired sensor, which is off-label usage of the device. The sensor was inserted into the abdomen on (B)(6) 2022. The product was evaluated. An internal and external visual inspection was performed and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.